Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite tapered certain prevail implant was returned for investigation. A visual inspection of the as returned product identified trace amounts of bone residue within the external threads of the implant. The internal hex of the implant was in good condition and showed no signs of damage. Functional testing to recreate the reported event could not be performed due to the nature of the event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Sterilization records were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified for the lot number. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. UDI: (B)(4). D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed no to yes. H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the patient developed osteomyelitis at the implant site. The patient was admitted to the hospital and the implant was removed. No new implant placed at this time, as the patient is in the healing process. A new implant will be placed in the future.